Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and in artemis, the error 32056 was found indicating failure to initialize inter-integrated circuit (i2c) device pointing to the pitch axis, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32056 was triggered pointing to the pitch axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where adaptive gain control (agc) current failed for the pitch axis. Once testing was completed, the pitch searchlight flat flex cable (ffc) was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the pitch searchlight ffc was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered error 32056 on universal surgical manipulator (usm) 3 and could not recover from the fault. The procedure was aborted with no patient involvement or patient injury.